Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a corroded potted trigger, which was replaced along with bearings for preventive maintenance. Service will repair and return the device to the customer.

Event description:
It was reported that the driver continued to run on its own during set up prior to the start of a surgical procedure. There was no pt involvement. There were no reports of any adverse consequences due to this event.